Manufacturer narrative:
Product ID 8590-1, lot# n188059, implanted: 2009 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6);' product type catheter/ (B)(4).

Event description:
It was reported that the patient was going to have an MRI. It was noted that the patient's pump was not working. No symptoms reported. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)